Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 around 7 pm with blood glucose of 800 mg/dl. Customer declined to troubleshoot for high blood glucose. The customer was wearing the insulin pump during the hospitalization. Customer was in 400 mg/dl, 600 mg/dl for a while. The insulin pump will not be returned for analysis.